Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the primary audible alarm background test. (Unknown/no patient injury).

Manufacturer narrative:
Other, other text: device evaluation: the tamper seal was broken bottom case and plunger assembly. Chipped out on lower left front corner of top case also cracked on right plunger case. There was a check clutch error. Unable to duplicate the primary audible alarm bgnd test during occlusion test. Unable to determine the intermittent of the error. Audio test was performed, and no problem found on speaker. Repair was not needed due to no problem was found on speaker. Performed pm maintenance and all functional testing.